Event description:
During an ep study, a perclose device was used for vascular pre-closure on the right femoral artery. Resistance was met with use of the equipment and bleeding noted. Vascular was consulted during the procedure and advised the team to perform an arterial cutdown with stent placement.